Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving effective stimulation which was initially resolved with reprogramming but has now recurred. As a result, the patient stopped using his scs system. The system will be explanted per the patient's request.